Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 51 mg/dl, and the device alerted to the low; the event was corrected with oral glucose and did not require outside assistance or medical intervention. Symptoms included no reported hypoglycemic symptoms. Outcomes included transient hypoglycemia without clinical sequelae. Investigation included troubleshooting and education on new-user adaptation and device learning period. Investigation of this case revealed no device malfunction reported, with cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.